Event description:
The patient reported pain at the implant site and charging issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was confirmed. The patient's system was explanted. Patient was re-implanted with a new advanced bionics spinal cord system.